Event description:
Info received indicates the head section is stuck in the raised position.

Manufacturer narrative:
The tech found the head panel release weldment was bent. He replaced the release weldment to repair the bed.